Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of embolism, tissue damage, and mitral regurgitation/mr as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported expulsion/complete clip detachment (ccd) was the result of patient anatomy. The reported embolism, tissue damage and mr were related to the ccd. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip embolizing. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat grade 4 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to <1. There was no device issue, there was more valve movement after clip deployment due to the residual prolapse beside the clip, but the decision was made to not implant a second clip. On (B)(6) 2019, echocardiogram was performed, the clip detached from both leaflets and was confirmed to have embolized in the descending aorta. Mr increased to 4. A snare and a 20f catheter were used to retrieve the clip. Tissue damage is suspected. The patient is stable. No additional information was received.